Event description:
It was reported while using the bd phoenix nmic-306 a patient isolate had resulted as carbapenemase-producing organism (cpo) positive while the carbapenem drugs had resulted as sensitive. No health impact or consequence reported.

Manufacturer narrative:
D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix nmic-306 a patient isolate had resulted as carbapenemase-producing organism (cpo) positive while the carbapenem drugs had resulted as sensitive. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for false positive cpo results with pseudomonas aeruginosa when using phoenix panel nmic-306 (catalog number 449292) batch number unknown. The customer did not provide panel or isolate returns but provided phoenix generated lab reports and photos for the investigation. The lab reports show results for p. Aeruginosa. The photos show screenshots of test results. The batch number was not provided; therefore, this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.